Event description:
Manufacturer ref.#: 297644.

Event description:
It was reported that the ventilator generated a power error and the received logs contain high pressure alarms. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and five parts were replaced in the servo-I (two pressure transducers pc1781, expiratory pc 2004, expiratory valve coil and the expiratory cassette). All the replaced parts were returned for investigation except the expiratory cassette (an expiratory cassette for servo-u was returned instead). No log files were received. The investigation revealed that the retuned servo-I parts passed all tests without any discrepancy when they were connected to a test ventilator. The conclusion is that the reported failure could not be reproduced during our investigation. According to the fse the reported problem was solved when the expiratory cassette was replaced. The replaced expiratory cassette was not returned for investigation. The root cause could not be determined since the reported problem could not be reproduced and no log was returned for evaluation.